Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled a cartridge with insulin and the pump requested a minimum notification after attempts during the load process. The customer declined further troubleshooting. There was no impact to the customer's blood glucose level.